Event description:
The report from the affiliate indicated that during the process of flushing a 4french sheath introducer, small white particles were injected. There was no reported patient injury. The product was not clinically used. The affiliate indicated that the (IFU) information for use guidelines for storage and handling of the product were followed and met.